Manufacturer narrative:
Section a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section e1: reporter: middle name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: telephone number: unknown/ not provided section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while operating, surgeon noticed that monofocal preloaded intraocular lens (iol) split in two while still in the injector. Lens was discarded. No further infromation was provided.